Manufacturer narrative:
B5: additional information: infusion was for chemotherapy intended to infuse at 10.8ml per hour continuously for 46 hours. The nurse returned at the end of therapy to find the medication bag largely full. Patient had this therapy many times before (different pumps) with no issues in the past. H6: event problem and evaluation codes: updates not required h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for downstream occlusion. There is no clear evidence of downstream occlusion resulting in the failure to infuse, so the previous repair is unrelated. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump did not infuse any of the bag at all yet the program ran as normal attached to the patient and bag and did not alarm. When it was tried to replicate that onsite, the bag ran fine, however it is quite concerning that the pump did not alarm whatsoever when attached to the patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device operator is unknown. No information has been provided to date.